Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. Visual microscopic examination shows that a piece was broken off of the upper arm on the left side forward of the jaw pivot pin. The direction and amount of force required to cause a complete fracture suggests that excessive clamping force was applied after closure or in an attempt to cut harder material than the instrument was intended for. The broken off piece is not present with the instrument. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument front shaft was broken during the procedure. No patient complication was reported.